Manufacturer narrative:
Device evaluation: returned device was received with a counterfeit case top. Case bottom cracked by l-bracket. No evidence of reported problem in event log was found. During the evaluation of the device the reported condition could not be duplicated primary audible alarm, but found speaker installed upside down. The pump is not saving most recent alarm and infusion history. The customer reported condition was not confirmed. No fault found.

Event description:
Information was received that a smiths medical medfusion 3500 syringe pump, audible alarm post/ changed the speaker already/ not being put on the alarm log. No adverse patient effects were reported.